Event description:
It was reported that the patient implanted with this pacemaker underwent an ablation procedure. The device was noted to be programmed to vvi 40. During the procedure, the patient experienced three to four seconds of asystole. Additionally, the device was noted to be pacing below the programmed rate of 40 beats per minute (bpm). Technical services (ts) discussed the potential that the defib detect circuit was activated due to high energy sensed from the ablation procedure. Upon activation of the defib detect circuit, the pacing output is truncated as part of expected function. Ts discussed the option of considering using a temporary pacing wire during the procedure. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.